Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The handle jaw blocks and the staple did not close properly. The staple re-opened. The patient's condition was reported as fine.